Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 06-feb-2026. Investigation summary: bd received 4 samples for investigation. The 4 returned samples along with 10 retained samples underwent functional tests, and all samples passed, with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with blood pooling in the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G5: additional PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with blood pooling in the holder. No adverse impact was reported regarding the patient or user.